Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient's spouse regarding an external neurostimulator (ens). Patient's spouse said the patient "sat down on scutter quit hard and moved the left lead wire." Spouse said it did bleed a little and their symptoms seemed to worsen so the side was changed and it seemed to help the patient's symptoms. No further patient complications have been reported as a result of this event.